Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, the pump battery intermittently could not be charged. The customer's blood glucose ranged from 116-140 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.